Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance decreased gradually since (B)(6) 2022 and changes in the in-situ measurements have been noted since (B)(6) 2021. The user has been reimplanted on (B)(6), 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance decreased gradually since (B)(6) 2022 and changes in the in-situ measurements have been noted since (B)(6) 2021. The user will continue to be monitored.